Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump was not reading pressure properly, there was no flow going into the joint. This happened during a case, with no patient affected.

Manufacturer narrative:
Additional information: g3, h3, h6 during evaluation the device powers up and functions, however per scar 0624-001, the power supply requires replacement. Physical damage found to the top cover, the bottom cover, and both door levers. See vendor evaluation.